Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7197513.

Event description:
It was reported that the patient was having pain. The physician believed it was due to the scar tissue. The patient had an early lead pull. No further information has been obtained despite good faith efforts.